Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not register that the door was open when attempting to load set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a system error 320 upon review of the event history log. The cause was determined to be the link screws out of adjustment. The links screws were adjusted to correct the condition.  Should additional relevant information become available, a supplemental report will be submitted.